Event description:
It was reported that the customer experienced elevated blood glucose levels (approximately 350 mg/dl). Troubleshooting was performed and pump appears to be delivering as expected. Customer loaded apidra insulin into the cartridge.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form wil be submitted. T:slim user guide indicates, the cartridge is contraindicated for use with products other than humalog and novolog.